Event description:
During use of the device for a non clinical activity, the user reported the bipolar cord was no longer attached to the plug. No other details regarding the nature of the event were provided. Since the event occurred during a non clinical activity, there was no pt involvement during this event.